Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38831114 and lot number 2006902. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality team. Through examination of the pictures, the needle was observed through the catheter component. It is possible that this defect resulted from the air blowing connections in the manufacturing line. If the connections are not adjusted to the length of the catheter and the vision system is not configured properly, this type of defect may occur.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle went through while introducing. The following information was provided by the initial reporter, translated from spanish to english: the catheter is inserted to channel the patient, it is felt that it does not enter correctly, it is time to remove it and the tip of the yelco is observed broken and open.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 2011 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle went through while introducing. The following information was provided by the initial reporter, translated from spanish to english: the catheter is inserted to channel the patient, it is felt that it does not enter correctly, it is time to remove it and the tip of the yelco is observed broken and open